Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "contributions of remote monitoring to the follow-up of implantable cardioverter-defibrillator leads under advisory." European heart journal. September 1;31(18):2246-2252.

Event description:
A journal article was reviewed that contained information regarding this lead. Multiple patients and multiple failure modes were noted in the article, however a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: lead fracture, oversensing, t-wave oversensing, infection, noise, increasing impedance, high impedance, inappropriate therapy, syncope, and "phantom shocks. " the leads were replaced. Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.